Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 'object reference not set to an instance of an object' error had occurred on every medication. The technical support specialist (tss) reported that the customer had contacted them regarding the issue, and the tss resolved the case by correcting a bogus interface issue. The customer understood that if they had further questions, they could follow the normal process of calling or creating a new case online. The case was archived and closed to document the work performed. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es object reference not set to an instance of an object error occurred on every medication. Customer tried to reboot and recover, but every medication was blank, and unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.